Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was noted that the stent was returned deployed and noted to be broken/fractured (deployed outside of patient¿s body). The stent delivery wire (sdw) was noted to be kinked/bent, and the stent introducer distal tip was intact. The functional inspection could not be performed as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The second reported event of stent deformed was confirmed as the stent was fractured. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, used microcatheter to deliver the stent and resistance was encountered after the stent went into microcatheter. Withdrew the microcatheter out and found tip of the stent was occluded and damaged. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu), the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The stent was returned in its deployed state, it had been deployed post procedure. The stent was noted to have been fractured, and the stent delivery wire (sdw) was kinked. It is probable that the stent was fractured as a result of the difficulty to advance or retract through the microcatheter. It is likely that the physician observed the stent fracture to be deformation. An assignable cause of procedural factors will be assigned to the reported event stent difficult/unable to advance or pullback through catheter and stent deformed, and to the analyzed damage of the stent broken/fractured during use and stent delivery wire (sdw) kinked/bent, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.